Manufacturer narrative:
Additional narrative: manufacturing evaluation: our investigation found that the weld of the instrument is broken and it, therefore, detached from the handle. This is indicative of a mechanical overloading situation, which likely led to this occurrence. Further investigation showed conformity of the article in question to the company specifications and no apparent fault of material or manufacturing was detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle of a proximal femoral nail antirotation (pfna) blade loosened from the shaft. This failure was detected during the cleaning process. No patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product codes for this report include hwc. Device was not implanted/explanted. Device returned to manufacturer for review/investigation on december 22, 2014. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history report: manufacturing location: (B)(4) - manufacturing date: 19, july 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.